Manufacturer narrative:
The device has not been returned. The device history record showed manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in china was using the vitrectomy cutter which was rattling and not cutting but continued to aspirate. There was patient contact but no effect the patient.

Manufacturer narrative:
Evaluation completed. Visual inspection found the tubing and components wadded and tangled up inside the pack tray. There is fluid in the drip chamber, tubing, and fluid droplets visible in the collection cassette. Further inspection found the 23ga bi blade vit cutter loose at the bottom of the tray without the tip protector in place. However, the tip protector is loose in the pack tray. The needle is bent. There are droplets of dried solution in the vit cutter tubing. Closer inspection of the vit cutter found the aspiration barbed connector on the back cap is cracked and broken off with a piece of the connector remaining in the tubing. Therefore, the vit cutter cannot aspirate or cut. This assembly cannot function properly in this condition. The most probable root cause is unknown. The aspiration barb is separated from the vit cutter's cap. A supplier investigation request was issued to the vendor and the investigation is ongoing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.